Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip and minor scratched display window. Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump had a prime anomaly. The insulin pump also had cracks near the reservoir window. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.